Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6)2024. The date of the event is an approximation. On (B)(6)2025, the patient¿s sibling noticed that she was ¿thrashing¿ around and her behavior was unusual. The patient¿s cgm was reading 122 mg/dl while the bg meter was reading 50 mg/dl. The patient¿s sibling treated the patient with two glucose tablets and orange juice. However, despite treatment, the patient's symptoms continued. Therefore, 911 was called. Once emergency medical service (ems) arrived, the patient¿s bg meter reading was 42 mg/dl and the cgm was reading 122 mg/dl. After a few minutes, the patient¿s bg meter reading increased to 80 mg/dl while the cgm continued to read 122 mg/dl. The patient was given a peanut butter sandwich and felt better afterwards. The patient remained at home and was not taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when the patient was treated with glucose tablet. The reported glucose values fall within the d zone of the parkes error grid when ems checked bg. The reported glucose values fall within the b zone of the parkes error grid when patient was treated with pb sandwich. No additional patient or event information is available.